Manufacturer narrative:
E1. Initial reporter address (B)(6)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilatation. However, upon first inflation at 8 atmospheres for 15 seconds, the balloon ruptured in vertical form. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.